Event description:
Citation: gartrell bc, marlan hr, gantz bj, et al. Facial and lower cranial neuropathies after preoperative embolization of jugular foramen lesions with ethylene vinyl alcohol. Super-selective embolization (sse). Otol neurotol 33: 1270-1275, 2012. Medtronic (covidien)received information during literature review that upon awakening post embolization of tortuous pedicle supplying a tumor , the patient demonstrated a right-sided house-brackmann (hb) grade ii facial nerve paresis, which progressed to hb grade vi over the next 24 hours. No other cranial neuropathies were identified. Surgery for tumor extirpation was performed 72 hours later using a fisch type a infratemporal fossa approach including short rerouting of the facial nerve. The entire tumor was removed during this procedure. After surgery, the patient was found to have a complete paralysis of the right facial nerve without other neurologic deficits. At 8 months postoperatively, she has demonstrated partial recovery of facial nerve function to hb grade ii.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc3581607/. Onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. Off label use: the current indication for onxy is presurgical embolization of brain arteriovenous malformations (bavms). Information received from the same article as mfrs: 2029214-2015-00654, 2029214-2015-00668. (B)(4).